Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Image/video review: no image or video clip for the reported event was submitted for review. Instrument log review: this investigation cannot be performed as the instrument batch number and batch sequence number are unknown. The instrument logs were pulled for all three xi systems used at the site on (B)(6) 2020 and it was observed that there were five separate cases that used a harmonic ace instrument. It cannot be determined which instrument broke and dropped a fragment. Based on the information provided at this time, this complaint is being classified as a reportable event because although all fragments were retrieved and no additional surgical intervention was required, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be reopened for further evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the jaws of a harmonic ace instrument broke and fell into the patient. There was no reported injury. On 15-sept-2020, intuitive surgical inc. (Isi) contacted the customer site and additional information was obtained about the complaint: this event occurred on (B)(6) 2020. The instrument being used was an xi harmonic ace. It was reported that the instrument did not come in contact with any hard materials nor did it collide with any instruments. The instrument was inspected prior to use and no abnormalities were noticed. It was reported that the fragments were retrieved "endoscopically" and that all the fragments were retrieved. The procedure was completed robotically. The site still has the broken piece of the instrument and the instrument information is unknown. There is no image/video of the event for review.